Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reporte by the hosp.

Manufacturer narrative:
Investigation results: from the investigation, the tension spring remained inside the deployment tube which prevented the seal from deploying inside the aorta. The complaint is confirmed.